Manufacturer narrative:
(B)(4). The customer reported the device displayed the defib failure cycle power message/instruction with associated error code 00040 upon power up. There was no report of pt involvement or negative pt impact. Philips evaluated the device and confirmed the malfunction. The malfunction was resolved by replacement of the control pca.

Event description:
The customer reported the device displayed the defib failure cycle power message/instruction with associated error code 00040 upon power up. There was no report of pt involvement or negative pt impact.